Event description:
New information received notes that the yellow alert was overwritten by a scheduled transmission and there was no allegation of malfunction on the device by the physician.

Event description:
It was reported that the patient presented to the hospital for unrelated reasons. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. No information was performed to address the undersensing. The patient was recovering.

Manufacturer narrative:
Further information was requested, but not received.